Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic adhesions, chronic salpingitis, obesity, endometrial ablation, parity 1 and gravida ii on (B)(6) 2023. Concurrent conditions were listed as endometriosis, generalised rash and pelvic pain since (B)(6) 2023. On (B)(6) 2023, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (lysis of adhesions, essure removal, bilateral salpingectomy ,fulguration of endometriosis). The reporter considered medical device removal to be related to essure administration. The reporter commented: the essure coil was noted to be scarred within the tube; therefore, the cornual portion of the coil was removed in pieces. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.833 kg/sqm. [Flow cytometry] on (B)(6) 2020: pathologic diagnosis: flow cytometry performed from breast biopsy demonstrates: immunophenotypically unremarkable b-lymphocytes. T-lymphocytes with a cd4: cd8 ratio of 6.6, otherwise immunophenotypically unremarkable. [Pathology test] on (B)(6) 2023: diagnoses: pelvic pain in female; encounter for removal of essure. Specimen information: fallopian tubes, bilateral, bilateral fallopian tubes. Pathologic diagnosis: bilateral fallopian tubes, resection: benign bilateral fallopian tubes with chronic salpingitis. Essure coils (gross diagnosis only). Order/surgery diagnosis: pelvic pain in female. Encounter for removal of essure. Gross description: within the container are 2 pieces of silver-colored metallic coils, 3.0 and 7.5 cm in length by 0.1 cm in diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic adhesions, chronic salpingitis, obesity, endometrial ablation, parity 1 and gravida ii on (B)(6) 2023. Concurrent conditions were listed as endometriosis, generalised rash and pelvic pain since (B)(6) 2023. On (B)(6) 2023,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (lysis of adhesions, essure removal, bilateral salpingectomy ,fulguration of endometriosis). The reporter considered medical device removal to be related to essure administration. The reporter commented: the essure coil was noted to be scarred within the tube; therefore, the cornual portion of the coil was removed in pieces. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.833 kg/sqm. [Flow cytometry] on (B)(6) 2020: pathologic diagnosis: flow cytometry performed from breast biopsy demonstrates: -immunophenotypically unremarkable b-lymphocytes. -t-lymphocytes with a cd4: cd8 ratio of 6.6, otherwise immunophenotypically unremarkable. [Pathology test] on (B)(6) 2023: diagnoses pelvic pain in female encounter for removal of essure specimen information: fallopian tubes, bilateral, bilateral fallopian tubes pathologic diagnosis: bilateral fallopian tubes, resection: -benign bilateral fallopian tubes with chronic salpingitis. -essure coils (gross diagnosis only). Order / surgery diagnosis: pelvic pain in female encounter for removal of essure gross description: within the container are 2 pieces of silver-colored metallic coils, 3.0 and 7.5 cm in length by 0.1 cm in diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.